Event description:
It was reported that the right atrial (ra) lead was explanted due to suspected fracture. It was noted that the right atrial (ra) lead had high out-of-range impedance. The lead was replaced. No additional adverse patient effects were reported. The lead was disposed and will not be returned for analysis.